Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, 'the unit failed about 19 psi somewhere in the low 20¿s, pressure setting med as stated in service manual pressure tested between 20-23 psi' was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor and faulty downstream tubing guide. The force sensor required to be calibrated and the downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.